Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3., b.3., b.6., d.9., h.3., h.6 device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crease smooth opening on anterior assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. ¿ white calcification on the surface of the shell 100%.

Event description:
Healthcare professional reported right side deflation and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Event description:
Healthcare professional reported right side deflation and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.